Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000150014.

Event description:
It was reported that the patient experienced ineffective therapy due to migration of one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were replaced to address the issue. Therapy was restored post-operatively. It is unknown which lead migrated.